Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned inside a microcatheter. The distal end of the stent was partially deployed from the tip of the microcatheter, and dried blood was present on that section of the stent. The stent on removal was crimped in the middle with frayed braid edge at the distal end. The stent delivery wire (sdw) was inspected and the petal/dpa (distal protection assembly) was twisted/bunched up. No other anomaly was noted. The introducer sheath was not returned. During functional inspection the microcatheter was flushed and an attempt was made to retract and re-capture the stent into the microcatheter without success. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was not tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. There was patient involvement (i.e. The device was in use on the patient at the time of the event). The flow diverter was recaptured back into the microcatheter 1 time and the second time it was not possible so that the device had to be removed half opened. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. The position of the flow diverter implant was confirmed between the two marker bands. There was resistance between the delivery catheter and the pusher when trying to resheath the evolve. There was a little bit of resistance encountered during navigation of the flow diverter device to the target lesion. There was no resistance during advancement of the stent delivery system through the patient¿s anatomy. There was no resistance encountered during the implant (stent) deployment. The second flow diverter stent was used instead of the first. The patient was discharged with a little headache the day after intervention. The patient was put on dual antiplatelet post-procedure. A balloon dilatation was performed to resolve the stenosis stent. With the second device the exact same failure occurred but the aneurysm was already coiled so it was not possible to remove the stent without dislocating the coils. The physician had to fully deploy the stent. The second flow diverter stent remained implanted in the patient¿s anatomy. Product analysis found the device was returned inside a microcatheter and the distal end of the stent was partially deployed from the tip of the microcatheter. Dried blood was present on the distal end of the stent. The stent on removal was crimped in the middle with a frayed braid edge at the distal end. The petal/dpa of the sdw was twisted/bunched up. When the microcatheter was flushed, an attempt was made to retract and re-capture the stent into the microcatheter without success. The twisted/bunched up petal/dpa of the sdw most likely occurred during the first attempt at recapturing the stent back into the damaged distal section of the microcatheter shaft and this would have prevented the stent from being retracted back into the microcatheter the next time. It is also possible the damage to the distal section of the microcatheter shaft may have contributed to the stent not fully opening during the procedure. An assignable cause of procedural factors will be assigned to the as reported events: ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent failed/unable to open (when not implanted)¿ and the as analysed events: ¿flow diverter stent difficult/unable to re-capture into microcatheter¿, ¿stent failed/unable to open (when not implanted)¿, 'stent deformed¿ and 'sdw deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the subject flow diverter stent did not open properly. The operator could not re-sheath the subject stent back into the microcatheter, and had to remove it half opened. A 40 minutes surgical delay was reported. The subject device was replaced. No further information available.

Event description:
It was reported that during the procedure, the subject flow diverter stent did not open properly. The operator could not re-sheath the subject stent back into the microcatheter and had to remove it half opened. A 40 minute surgical delay was reported. The subject device was replaced. No further information available.